Event description:
The customer was taken to the emergency room for low blood glucose readings. The customer had delivered ten units of insulin by mistake prior to being hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.